Manufacturer narrative:
Concomitant medical products: 42512000410, persona articular surface, lot 62284715; 00587806532, nexgen tm patella, lot 62297064; 42502806201, persona porous femoral component, lot 62340632.

Event description:
It is reported that after a knee arthroplasty that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies relevant to the reported event were found. X-ray review by healthcare provider says that there is a round radiolucency at the lateral margin of the lateral tibial plateau, possible for granulomatous osteolysis or pre-existing subchondral cyst. No other definite pathologic radiolucencies are diagnosed. Bone adjacent to the medial, lateral, anterior and posterior tibial component margins may be due to tibial component subsidence versus bone growth (i.e. Heterotopic ossification). If subsidence of the tibial component has occurred, it would suggest tibial component loosening. The root cause is tied with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.